Manufacturer narrative:
This is the same event as 3010536692-2016-00408.

Event description:
Allegedly, the patient was revised due to the following mom complications: elevated blood metal ion levels, persistent pain and decreased mobility (right).